Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dm inserter ring seemed to have been cracked, and then broke upon the attempt to place on the liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.